Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 386 mg/dl and 400 mg/dl. The customer reported that they received a motor error alarm and also had no delivery. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reported that alarm did not occur during manual prime. Customer reported that event was resolved by infusion set change. The customer reported that the drive support cap was normal. The customer reported that they performed displacement test and was passed. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).